Event description:
It was reported a patient's atrial lead presented with no capture or atrial sensing due to cardiac perforation, confirmed via computed tomography (CT) scan. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient status was stable.